Manufacturer narrative:
Device eval: the device is currently being evaluated; the MFR will file a f/u report detailing the results of the eval once it is completed.

Event description:
The user facility reports a suspected underdelivery of adrenaline. They report there was no clinical consequence to the pt.